Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis.  Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. One in-house blue reload and one in-house white reload were installed and fired with the instrument with no issues. The instrument was returned with 12/12 fires remaining.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler instrument would not fire and reported that it needed a reload. The sureform stapler instrument was reloaded multiple times and would not open to fire. The procedure was completed with no reported injury.